Event description:
It was reported to philips that the c-arm of the allura device would not move. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm movement was not happening. Review of the system log file showed that multiple geo module errors resulted in the issue with the c-arm movement. The fse cleaned and reconnected the ui module and then the system was returned to use in good working order. The codes were updated based on the investigation outcome.